Event description:
It was reported that the patient complained of the device rate response when exercising. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri58 implantable pacing lead (B)(6) 2011 5086mri52 implantable pacing lead (B)(6) 2011. (B)(4).